Event description:
Information received by medtronic indicated that the customer received critical pump error 15. No other details were given. No harm requiring medical intervention was reported. Troubleshooting was not performed. The pump will be returned for analysis.